Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. While troubleshooting with hotline it was determined that the on-board myoglobin reagent pack that generated the ind flagged results had been shared between two of the customer's instruments. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. Use error is the root cause for this event.

Event description:
A customer reported to beckman coulter, inc. (Bec) that ind flagged myoglobin qc results were generated by access 2 immunoassay system. No erroneous patient results were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.